Event description:
It was reported that following a bilateral iliac stenting procedure, a 6f vip angio-seal was selected for use in the right and left common femoral arteries. The ultrasound was used to guide access and no disease was noted. Hemostasis was achieved. Five hours later, while the patient was ambulating, the patient bled on the right side. Manual compression was applied. The patient was discharged the following day with no reported consequences.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.